Event description:
It was reported that the patient notifier alert for increased hv lead impedance was observed. The 7 day trend showed impedance increases for rv to can and svc to can. No therapy or aborted therapy was noted. It is believed that the impedance anomaly may be due to the can having a fibrous encasing around it and the ICD is not making good contact. Normal impedance values were observed when pressing down on the can in the pocket. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.